Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested and an alarm log review was performed. During inspection an f-38 alarm was identified in the alarm log and during functional testing. The cause of the alarm was determined to be due to force sensing resistors being out of specification. No repairs were performed; the device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. If any additional relevant information is received, a follow up MDR will be sent.